Manufacturer narrative:
(B)(4).

Event description:
It was reported that a follow up on (B)(6) 2015 the atrial lead exhibited sensing variation and the lead had moved from implant position, the impedance and thresholds were stable. During follow up on (B)(6) 2016 the atrial lead exhibited loss of capture even at high output. The lead was explanted on (B)(6) 2016, the patient tolerated the procedure well and was discharged home.